Event description:
As reported by a field clinical specialist (fcs), approximately 1 year and 6 days post-implant of a 26 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach an echo confirmed an increase in the patient's aortic valve mean gradient (avmg). The patient was reported as "treated" however, at this time, it is unknown how the patient was treated.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: h.6 health effect - impact code. Based on the field clinical specialist (fcs) response, the patient was treated with anticoagulation medication. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of medical report/relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported,'' approximately 1 year and 6 days post-implant of a 23 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach an echo confirmed an increase in the patient's aortic valve mean gradient (avmg). The patient was reported to be treated with anticoagulation medication''. Additionally, it was noted that the mean gradient increased from 12mm hg (1 day post implantation echo) to 54mmhg (1 year echo). Furthermore, the patient was prescribed an anticoagulant medication since it may suspect for the thrombosis. As such, available information suggests that patient factors (thrombosis) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.